Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the caller understood.